Manufacturer narrative:
During inspection and testing, service found the coating was peeling from the insertion section due to deterioration. The report of a pinhole in the bending section cover was not confirmed during inspection and testing. In addition, the insertion section was crushed due to physical stress, the objective lens was dirty due to deterioration caused by chemical stress, there was liquid leakage at the illumination lens due to handling, the control body was damaged due to deterioration from chemical stress during reprocessing, there were scratches on multiple parts of the device, and there were spots in the image due to abnormality of the image guide bundle. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
An olympus employee reported there was a pinhole in the bending section cover of the loaner device. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found the coating was peeling from the insertion section. This report is being submitted for the malfunction found during evaluation (coating peeling). There was no harm or user injury reported due to the event.

Manufacturer narrative:
Updated fields: this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the coating which had peeled from the insertion tube. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the issue occurred because of the repeated/long-term use of the device. A mishandling of the device, or stress exerted on it may have also contributed to the problem. The occurrence of the reported problem can be prevented by adhering to the instructions found in the following sections of the devices¿ instructions for use (IFU): (a) 3.2 inspection of the endoscope; (b) 6.1 compatibility summary; (c) 7.3 precleaning; (d) warnings and cautions. Section 3.2 inspection of the endoscope in particular details the following important instructions: ¿4. Carefully run your fingertips over the entire length of the insertion tube. Inspect for any protruding objects or other irregularities.¿ olympus will continue to monitor field performance for this device.